Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery failure. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. A device history review showed that there were no exceptions observed during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery failure. It is unknown when this condition occurred. Baxter's review of the device event history determined the reported condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.